Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the black sheath inside the kit split. A large needle was put through the sheath. Pressure was placed on the sheath and it split down the middle. A similar device of was opened and reportedly used successfully. A used device was returned in a damaged condition which will aid in the investigation.

Manufacturer narrative:
Investigation - evaluation. A review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual inspection/dimensional verification was conducted during the investigation. The visual inspection of the returned device confirmed the damaged tip. Additionally, during product examination, the rmt sheath was identified to have hub separation. All possible measurements were within specification and therefor we cannot confirm this device to be non-conforming. However, the flare of the trt tubing was identified to be missing. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Document review was conducted and has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. This failure -damaged tip is unlikely due to shipping because the customer stated that the failure presented itself during insertion of the needle into the catheter. IFU was reviewed and gives evidence that it is unlikely for this failure to be caused by user use. Based on the information provided, product returned and the results of our investigation, a definitive root cause could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.